Event description:
During a total knee replacement when a conmed pencil was not being used, it was laying against a sponge. The staff heard a buzzing noise and found the pencil was self activating and had burned a hole in the sponge. There was no patient injury.